Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a lead revision was performed on the other side while utilizing the original ins. A 3 cm migration was confirmed by the physician and an x-ray. The patient denies a fall or any event that could have contributed to the migration. The procedure was completed, and no other patient complications were reported.

Event description:
It was reported that a lead revision was performed on the other side while utilizing the original ins. A 3 cm migration was confirmed by the physician and an x-ray. The patient denies a fall or any event that could have contributed to the migration. The procedure was completed, and no other patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed for a correction to fields b1-adverse event/product problem as well as h6 impact codes.

Event description:
It was reported that a lead revision was performed on the other side while utilizing the original ins. A 3 cm migration was confirmed by the physician and an x-ray. The patient denies a fall or any event that could have contributed to the migration. The procedure was completed, and no other patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, neurostimulator: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to migration which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.